Manufacturer narrative:
Updated: d4 UDI #, d8, d10, h3, h6, h11. The device was returned to olympus for inspection. Based in the results of the investigation, foreign material was observed on the device nozzle. The foreign material was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result of user handling/mishandling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the duodenovideoscope during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, when removing a plastic stent from the patient's bile duct with grasping forceps, the stent became caught in the device forceps suction channel, near the branch of the channel. The procedure was completed with a similar device. There were no reports of patient harm or user as a result of the event.